Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5600 integrated system. Limited data was generated using vitros phbr lot 2532-0053-0616, therefore a definitive root cause cannot be determined. However, the event is consistent with a precision issue related to vitros phbr lots 2532-0053-xxxx as communicated in customer letter cl11-185. Acceptable performance has been observed using an alternate vitros phbr slide lot. The root cause of this event is most likely reagent related. The FDA's (B)(4) district office was notified of this issue on 5 july 2011 per recall report # 1319809-07/05/2011-001-c.

Event description:
A customer obtained imprecise vitros phbr quality control results following calibration on a vitros 5600 integrated system. A value of 35.00 ug/ml was obtained from the vitros tdm pv ii fluid versus the expected value of 28.12 ug/ml, and a value of 74.13 ug/ml was obtained from the vitros tdm pv iii fluid versus the expected value of 56.31 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient results were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).